Manufacturer narrative:
Updated information: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update part returned 27 nov.17. - 06. Dec.17 during initial evaluation (see investigation requirements task in (B)(4)) was identified that the backed-out screw is 02.211.044s l426039. In part because post-operatively, the patient had an infection. It is not known if the infection is due to the implant damage or other reasons.

Manufacturer narrative:
Additional device product codes: hrs, jds (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part # 204.826s, lot # l444133: manufacturing location: (B)(4), release to warehouse date: 14.jun.2017 expiry date: 01.jun.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an initial surgery was performed on (B)(6) 2017 and screws with a variable-angle locking compression medial distal tibial plate (va-lcp) were implanted. Post-operatively the patient had an infection. It is not known if the infection is due to the implant damage (captured under linked complaint (B)(4)) or other reasons. Removal surgery will take place in 2-3 weeks. This report is for one (1) 3.5mm cortex screw self-tapping 26mm this is report 4 of 13 for complaint (B)(4).